Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high and low blood glucose levels. The customer stated that the high blood glucose levels were due to her not bolusing. The blood glucose reading was 399 mg/dl. She stated that, prior to eating, the blood glucose reading had been 42 mg/dl. She treated the low blood glucose with candy, lunch and dinner. She stated that she input 20 grams of carbohydrates into the device, but she may have eaten more than this. She stated that she had not been able to test her blood glucose reading but kept eating. She declined troubleshooting assistance regarding the blood glucose levels. She requested assistance with linking her glucose meter with the insulin pump. The most recent blood glucose reading was 282 mg/dl, and she had already treated with 2.9 units of insulin prior to calling. Nothing further reported.